Event description:
It was reported that a mismatch between the field and the dose distribution occurs when changing from a regular linac to a beam modulator. The defect was found internally. This issue has not occurred in the field. There have been no mistreatments & no reports or complaints from customers.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. The defect was fixed in the later version.